Event description:
I was seen by my optometrist for a regular eye examination. As a result I was prescribed a new prescription for a contact lens -monovision-. I was told by the optometrist to use only the renu moistureloc for my lens. I was told that the lens would deteriorate if I used any other lens solution. With the first application, my vision was so bad that I could not see. Friend was driving that evening and I could not read the stop signs, and everything looked foggy. Two days later, my eye was swollen, and I had crust that forms similar to an infection. The eye was itchy and I immediately called the optometrist. He looked at my eye, but increased the prescription of the contact lens and gave me the same contact solution. I decided after infections, and other irritations that I would not use the renu. That same night I heard the warning about discontinuing use and the solution is now in my medicine cabinet. Event abated after use stopped.